Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -11.00/2.0/091 (sphere/ cylinder/ axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was replaced with a longer length lens implanted vertically due to low vault on (B)(6) 2021. This resolved the problem.